Manufacturer narrative:
(B)(4) 2019 - this file was opened in error. This event was reported on MDR-1028232-2019-01024.

Event description:
This lead was capped and replaced due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This lead was explanted and replaced due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.